Manufacturer narrative:
G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that at least two (2) clearlink system continu-flo solution sets were broken; further described as ¿pump IV tubing male connector has broken inside female connector multiple times¿. The issue occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.